Event description:
It was reported by the netherlands that during service and evaluation, it was determined that the motor device produced heat, leaked air, had component damage, cord damage and breaded stainless steel wire tether damage/came off. It was further determined that the device failed pretest for visual assessment: (verify that the cord is not damaged), cable assessment and handpiece temperature assessment. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device did not work at all was not confirmed. Therefore, an assignable root cause for the reported condition of will not run was not determined. However, during evaluation, it was determined that the device producing heat, identified during service and evaluation was confirmed. However, an assignable root cause was not established. UDI: (B)(4).